Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty converting the induced arrhythmia. An additional defibrillation threshold (dft) test was completed and the device was again unable to successfully convert the arrhythmia. An x-ray was completed with system placement confirmed to be appropriate. This s-ICD system was explanted and replaced with a transvenous system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes the device was subjected to and passed all returned product testing. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to convert rhythm was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Product investigation was unable to confirm the reported observations. The root cause of the reported difficulty converting the arrhythmia was unable to be confirmed. The device was determined to have met specification.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty converting the induced arrhythmia. An additional defibrillation threshold (dft) test was completed and the device was again unable to successfully convert the arrhythmia. An x-ray was completed with system placement confirmed to be appropriate. This s-ICD system was explanted and replaced with a transvenous system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.